Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device wasn¿t firing properly. The clip was closing in the middle. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis result showed that the er320 instrument was received empty, with the top shroud damaged and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No functional test could be performed due to the returned condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.